Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to perform a hard reset of the device. The hard reset was able to resolve the issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaints were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and failed to power down. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and failed to power down. There was no patient harm or serious injury reported as a result of this incident.